Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer states that the on/off switch is broken. It will not turn off so the patient is just turning the speed dial down.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: custom power wheelchairs. Controller/joystick/options, hardware loose/stripped/gone. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for loose hardware on the switch knob not allowing the switch to be actuated when the knob was moved. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: custom power wheelchairs. Controller/joystick/options, hardware loose/stripped/gone. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for loose hardware on the switch knob not allowing the switch to be actuated when the knob was moved. The dealer states that the on/off switch is broken. It will not turn off, so the patient is just turning the speed dial down.